Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for radicular pain syndrome (radiculopathies) reported the connector pin broke on the desktop charger, and the recharger was showing it didn't have enough charge to charge the implantable neurostimulator (ins). No out of box failure was reported. The consumer further reported as of (B)(6) 2016 they weren't feeling stimulation, but it was determined the ins had 1/2 charge left and stimulation was on after communicating with the ins using the patient programmer (pp).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.